Manufacturer narrative:
The suspect device was returned and evaluated by our engineering team. The customers reported issue could not be confirmed. The suspect device was evaluated, tested, and met all manufacturer specifications. Additionally, there was no evidence of product nonconformance or labeling/IFU inadequacies identified.

Event description:
It was reported that, during use, the hemosphere 1 monitor experienced consistently low mean arterial pressure (map) v. Simultaneous non-invasive blood pressure (nibp). It was confirmed that there was no patient harm associated with the reported issue.

Manufacturer narrative:
Additional product codes: dqe catheter, oximeter, fiberoptic qaq adjunctive predictive cardiovascular indicator mud oximeter, tissue saturation dxn system, measurement, blood-pressure, non-invasive dsb plethysmograph, impedance qms adjunctive open loop fluid therapy recommender. Fll thermometer, electronic, clinical. At this time, the suspect device has not returned for evaluation and investigation. The device evaluation is anticipated. However, the complaint cannot be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming when the investigation is completed. The device history record review was completed and all manufacturing inspections passed with no non conformances.

Manufacturer narrative:
There was no product evaluation as the device was discarded and not returned. Without its return, it is not possible to determine if there was damage or a defect that existed on the unit that could have contributed to the event. It is not known if any procedural factors may have contributed to the reported issue. An engineering evaluation was initiated to assess for any manufacturing related processes which could be correlated to the complaint. As the complaint could not be confirmed, there is not sufficient evidence to determine a root cause.